Event description:
It was reported that the patient experienced an infection and the surgeon wants to replace the right side in a revision surgery.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Manufacturer narrative:
Additional information: h4, h6. The reported event could be confirmed as the surgeon provided the patient's CT scan that showed drainages on the patients right tmj implant. The patient received bilateral tmj devices, and later a unilateral right-side device was requested for replacement due to infection, as shown by scans indicating drainage. Despite follow-up requests, no additional information was provided by the surgeon or sales rep, and while infection is a known risk noted on the device label, the exact cause of the event remains undetermined. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.